Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with a dexcom g7, with a highest cgm reading of 302 mg/dl and a confirmatory glucometer value of 281 mg/dl about one hour after breakfast; the infusion set was a contact detach steel set on the abdomen, and glucose later returned to 147 mg/dl without a supply change. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.